Event description:
The tip of the needle driver broke during abdominoplasty. All pieces were retrieved. The tip of the needle is coated with a sliver of titanium grips to hold needles. This small sliver of metal is what came off and was recovered.is event health it related?no